Event description:
It was reported that the surgeon was using ae05ml and 5 clips did not lock closed, then when the applier was removed from the trocar, it was observed that one jaw of the applier was hanging off. Both pieces were recovered.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw loose from the device. The sample appears used as there is biological material present on the device. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The device was disassembled in order to inspect the internal components. Upon disassembly, it was confirmed that both jaws are bent in the same direction. It appears that a side load was applied on the jaws that caused them to bend. Most likely, this occurred during use after a clip was loaded and the device was used to push material out of the way prior to ligating which caused the side pressure on the jaws and bent the jaws. No other damages were observed. The damage to the jaws prevented the clips from ligating properly. Based on the observed damage, operational context caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not locking" was confirmed based upon the sample received. The device was returned with the bottom jaw loose. Upon functional inspection, it was found that the jaws were uniformly bent which would have prevented the clips from firing properly and eventually caused the bottom jaw to fall off. It appears that a side load was applied on the jaws that caused them to bend. Most likely, this occurred during use after a clip was loaded and the device was used to push material out of the way prior to ligating which caused the side pressure on the jaws and bent the jaws. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73c1800266 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon was using ae05ml and 5 clips did not lock closed, then when the applier was removed from the trocar, it was observed that one jaw of the applier was hanging off. Both pieces were recovered.